Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. No cables were found loose; however, the instrument was found with a frayed pitch cable at the distal end. A few strands stuck out near the distal clevis hub. No other cables were found damaged at the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a cable was loose on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.